Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing a warm sensation at the scs ipg site. The patient stated the ipg site would also bruised. Reportedly, the issue started after a motor vehicle accident in (B)(6) 2018. Surgical intervention may be taken to address the issue.

Event description:
Additional information received indicates the patient's ipg was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
The reported event for pocket heating at ipg site was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing. The field scenario was recreated to address the issue of heating. There was 0.3°c increase in the ipg¿s surface temperature when stimulation was turned on for 4 hours in a simulated environment. The rise in ipg surface temperature met the specification for heat generation during use.